Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported feeling stim in the wrong location. The patient reported that right after unrelated surgery, she felt stimulation in her feet, and noted that this feeling was "too much" and needed assistance with turning the stimulation down. Patient services reviewed the patient programmer (pp) can be used to turn the stimulation down. The patient confirmed she did have the pp available, but the pp was not powering on. Patient said she was feeling tingling in foot and she doesn't think that was right and never felt it in the foot before. Patient called back that she had batteries. Her pp came on and she was at 3.0 volts and the stim was on. Patient said she didn't see a program listed. Patient decreased the stim to 2.7 volts and she said it was more comfortable. Patient was going to try this for a couple days and monitor the symptoms to see if lowering it still helps with her symptom relief. There were no further complications reported at this time.